Manufacturer narrative:
Information contained in this report was previously submitted through asr on 01/28/2017. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified white particles on inner surface of device, yellow particles on outer surface of device, crease fold, broken the plug strap. Leak test was performed which identified one opening on shell. Microanalysis identified one sharp opening on posterior assessed as unidentified (tear) opening. A dimension measurement in the shell was performed which identified the thickness to be within specifications; non-penetrating nicks; striated edge broken in the plug strap that consist in the use of some surgical tool fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is a sharp opening assessed as unidentified (tear) opening, a striated broken edge in the plug strap due to surgical damage and non-penetrating nicks. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation- breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation. Device evaluation: visual analysis of the returned device identified white particles on inner surface of device, yellow particles on outer surface of device, crease fold, broken the plug strap. Leak test was performed which identified one opening on shell. Microanalysis identified one sharp opening on posterior assessed as unidentified (tear) opening. A dimension measurement in the shell was performed which identified the thickness to be within specifications; non-penetrating nicks; striated edge broken in the plug strap that consist in the use of some surgical tool fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: sharp opening assessed as unidentified (tear) opening. A striated broken edge in the plug strap due to surgical damage. Non-penetrating nicks.

Event description:
Health professional reported a right side deflation and "fold over of implant". Device has been explanted.